Event description:
Device malfunction: fractured stent. Symptoms/ae: stenosis. Time of malfunction, symptoms/ae: after the procedure. The following event was noted through a periodic article review. A study was conducted to evaluate the need of surveillance for stent fractures after carotid artery stenting. A patient was found to have a type iii fracture that progressed rapidly over 6 months from a 60% stenosis to a 90% stenosis and required surgical removal with a carotid endarterectomy without complications. The article does not correlate the patient outcome to a specific stent/manufacturer.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: adrian james ling, mbbs, et al; "stenting for carotid artery stenosis: fractures, proposed etiology and the need for surveillance" journal of vascular surgery 2008;47: 1220-1226.